Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged the infusion device did not display an occlusion alarm or error message when the infusion set was blocked. The patient experienced elevated blood glucose levels. No adverse event reported. The device serial number was not provided. Return of the suspect device was requested for evaluation.